Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all new orders were not crossing over to the station. A technical support specialist found that the interface and enterprise server needed a reboot and updates, archived it and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new orders were not crossing over to all station. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.